Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('possible broken/ device breakage/ migrated and one was crooked and possibly broken'), uterine perforation ('perforation/malposition of essure device location of device: migrated and one looks crooked and possible broken/perforation (other) location: either uterus or ovaries'), device expulsion ('expulsion of essure device'), fallopian tube perforation ('fallopian tube perforation'), device dislocation ('malposition of essure device/migration of essure device location : lower pelvis') and pelvic pain ('chronic pelvic pain') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pill. In (B)(6) 2008, the patient experienced back pain ("back pain"), uterine pain ("uterus pain") and abdominal pain upper ("stomach pain"). On (B)(6) 2008, the patient had essure inserted. In may 2008, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rashes on body/breakout on neck, legs and stomach"). In 2008, the patient experienced eczema ("rashes or skin conditions type: eczema"), migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2018, the patient experienced fatigue ("fatigue"). In 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and mass ("tumor / teratoma / cancer type: 15cm mass"). In (B)(6) 2019, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In (B)(6) 2019, the patient experienced depression ("psychological condition/psychiatric problems condition: depression") and autoimmune disorder ("autoimmune disorder"). In (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic discomfort. On (B)(6) 2019, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required), 11 years 3 months after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), skin exfoliation ("skin peeling"), vitiligo ("vitiligo"), emotional distress ("psychiatric problems condition: social embarrassment") and anxiety ("psychiatric problems condition: anxiety"). The patient was treated with surgery (abdominal hysterectomy laparoscopic, salpingo oophorectomy and cystoscopy and mass removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation, device expulsion, fallopian tube perforation, device dislocation, back pain, uterine pain, dysmenorrhoea, abdominal pain upper, eczema, migraine, nausea, mass, vitiligo, cystitis, urinary tract infection, vaginal infection, depression, autoimmune disorder, fatigue, emotional distress and anxiety outcome was unknown, the pelvic pain was resolving and the dermatitis allergic and skin exfoliation had resolved. The reporter considered abdominal pain upper, anxiety, autoimmune disorder, back pain, cystitis, depression, dermatitis allergic, device breakage, device dislocation, device expulsion, dysmenorrhoea, eczema, emotional distress, fallopian tube perforation, fatigue, mass, migraine, nausea, pelvic pain, skin exfoliation, urinary tract infection, uterine pain, uterine perforation, vaginal infection and vitiligo to be related to essure. No further causality assessment were provided for the product. The reporter commented: date(s) of insertion discrepancy : (B)(6) 2008 and (B)(6) 2008. Essure removal date provided in pif : (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('possible broken/ device breakage/migrated and one was crooked and possibly broken'), uterine perforation ('perforation/malposition of essure device location of device: migrated and one looks crooked and possible broken/perforation (other) location: either uterus or ovaries'), device expulsion ('expulsion of essure device'), fallopian tube perforation ('fallopian tube perforation'), device dislocation ('malposition of essure device/migration of essure device location: lower pelvis') and pelvic pain ('chronic pelvic pain') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pill. In (B)(6) 2008, the patient experienced back pain ("back pain"), uterine pain ("uterus pain") and abdominal pain upper ("stomach pain"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rashes on body/breakout on neck, legs and stomach"). In 2008, the patient experienced eczema ("rashes or skin conditions type: eczema"), migraine ("migraines/headaches") and nausea ("nausea"). In (B)(6) 2018, the patient experienced fatigue ("fatigue"). In 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and mass ("tumor/teratoma/cancer type: 15cm mass"). In (B)(6) 2019, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In march 2019, the patient experienced depression ("psychological condition/psychiatric problems condition: depression") and autoimmune disorder ("autoimmune disorder"). In (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic discomfort. On (B)(6) 2019, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required), 11 years 3 months after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), skin exfoliation ("skin peeling"), vitiligo ("vitiligo"), emotional distress ("psychiatric problems condition: social embarrassment") and anxiety ("psychiatric problems condition: anxiety"). The patient was treated with surgery (abdominal hysterectomy laparoscopic, salpingo oophorectomy and cystoscopy and mass removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation, device expulsion, fallopian tube perforation, device dislocation, back pain, uterine pain, dysmenorrhoea, abdominal pain upper, eczema, migraine, nausea, mass, vitiligo, cystitis, urinary tract infection, vaginal infection, depression, autoimmune disorder, fatigue, emotional distress and anxiety outcome was unknown, the pelvic pain was resolving and the dermatitis allergic and skin exfoliation had resolved. The reporter considered abdominal pain upper, anxiety, autoimmune disorder, back pain, cystitis, depression, dermatitis allergic, device breakage, device dislocation, device expulsion, dysmenorrhoea, eczema, emotional distress, fallopian tube perforation, fatigue, mass, migraine, nausea, pelvic pain, skin exfoliation, urinary tract infection, uterine pain, uterine perforation, vaginal infection and vitiligo to be related to essure. The reporter commented: date(s) of insertion discrepancy: (B)(6) 2008 and (B)(6) 2008. Essure removal date provided in pif: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-may-2021: pfs received. New events: malposition of essure device/migration of essure device location: lower pelvis and pelvic discomfort added as its symptom, anxiety, social embarrassment were added. Event psychological problem updated to event psychiatric problems condition: depression. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('possible broken/ device breakage/ migrated and one was crooked and possibly broken'), uterine perforation ('perforation/malposition of essure device location of device: migrated and one looks crooked and possible broken'), device expulsion ('expulsion of essure device'), fallopian tube perforation ('fallopian tube perforation') and pelvic pain ('chronic pelvic pain') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pill. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced back pain ("back pain"), uterine pain ("uterus pain") and abdominal pain upper ("stomach pain"). In (B)(6)2008, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rashes on body/breakout on neck, legs and stomach"). In 2008, the patient experienced eczema ("rashes or skin conditions type: eczema"), migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6)2018, the patient experienced fatigue ("fatigue"). In 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and mass ("tumor / teratoma / cancer type: 15cm mass"). In (B)(6)2019, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In (B)(6)2019, the patient experienced mental disorder ("psychological condition") and autoimmune disorder ("autoimmune disorder"). On (B)(6)2019, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required), 11 years 3 months after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic discomfort ("pelvic discomfort"), skin exfoliation ("skin peeling") and vitiligo ("vitiligo"). The patient was treated with surgery (abdominal hysterectomy laparoscopic, salpingo oophorectomy and cystoscopy and mass removal surgery). Essure was removed on (B)(6)2019. At the time of the report, the device breakage, uterine perforation, device expulsion, fallopian tube perforation, back pain, uterine pain, dysmenorrhoea, pelvic discomfort, abdominal pain upper, eczema, migraine, nausea, mass, vitiligo, cystitis, urinary tract infection, vaginal infection, mental disorder, autoimmune disorder and fatigue outcome was unknown, the pelvic pain was resolving and the dermatitis allergic and skin exfoliation had resolved. The reporter considered abdominal pain upper, autoimmune disorder, back pain, cystitis, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, eczema, fallopian tube perforation, fatigue, mass, mental disorder, migraine, nausea, pelvic discomfort, pelvic pain, skin exfoliation, urinary tract infection, uterine pain, uterine perforation, vaginal infection and vitiligo to be related to essure. The reporter commented: date(s) of insertion discrepancy : (B)(6)2008 and (B)(6)2008. Essure removal date provided in pif : (B)(6)2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-may-2021: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('possible broken/ device breakage/migrated and one was crooked and possibly broken'), uterine perforation ('perforation/malposition of essure device location of device: migrated and one looks crooked and possible broken'), device expulsion ('expulsion of essure device'), fallopian tube perforation ('fallopian tube perforation') and pelvic pain ('chronic pelvic pain') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pill. In (B)(6) 2008, the patient experienced back pain ("back pain"), uterine pain ("uterus pain") and abdominal pain upper ("stomach pain"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rashes on body/breakout on neck, legs and stomach"). In 2008, the patient experienced eczema ("rashes or skin conditions type: eczema"), migraine ("migraines/headaches") and nausea ("nausea"). In (B)(6) 2018, the patient experienced fatigue ("fatigue"). In 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and mass ("tumor/teratoma/cancer type: 15cm mass"). In (B)(6) 2019, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In (B)(6) 2019, the patient experienced mental disorder ("psychological condition") and autoimmune disorder ("autoimmune disorder"). On (B)(6) 2019, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required), 11 years 3 months after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic discomfort ("pelvic discomfort"), skin exfoliation ("skin peeling") and vitiligo ("vitiligo"). The patient was treated with surgery (abdominal hysterectomy laparoscopic, salpingo oophorectomy and cystoscopy and mass removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation, device expulsion, fallopian tube perforation, back pain, uterine pain, dysmenorrhoea, pelvic discomfort, abdominal pain upper, eczema, migraine, nausea, mass, vitiligo, cystitis, urinary tract infection, vaginal infection, mental disorder, autoimmune disorder and fatigue outcome was unknown, the pelvic pain was resolving and the dermatitis allergic and skin exfoliation had resolved. The reporter considered abdominal pain upper, autoimmune disorder, back pain, cystitis, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, eczema, fallopian tube perforation, fatigue, mass, mental disorder, migraine, nausea, pelvic discomfort, pelvic pain, skin exfoliation, urinary tract infection, uterine pain, uterine perforation, vaginal infection and vitiligo to be related to essure. The reporter commented: date(s) of insertion discrepancy: (B)(6) 2008 and (B)(6) 2008. Essure removal date provided in pif: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2021: mr received: events added: autoimmune disorder, fatigue. Event onset date, reporter information, patient race information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('possible broken/ device breakage/ migrated and one was crooked and possibly broken'), uterine perforation ('perforation/malposition of essure device location of device: migrated and one looks crooked and possible broken'), device expulsion ('expulsion of essure device'), fallopian tube perforation ('fallopian tube perforation') and pelvic pain ('chronic pelvic pain') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pill. In (B)(6) 2008, the patient experienced back pain ("back pain"), uterine pain ("uterus pain") and abdominal pain upper ("stomach pain"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced the first episode of dermatitis allergic ("allergic or hypersensitivity reaction type: rashes on body/breakout on neck, legs and stomach"). In 2008, the patient experienced eczema ("rashes or skin conditions type: eczema"), migraine ("migraines / headaches") and nausea ("nausea"). In 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and mass ("tumor / teratoma / cancer type: 15cm mass"). On (B)(6) 2019, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required), 11 years 3 months after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic discomfort ("pelvic discomfort"), the second episode of dermatitis allergic ("allergic or hypersensitivity reaction type: rashes on body/breakout on neck, legs and stomach"), skin exfoliation ("skin peeling"), vitiligo ("vitiligo"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and mental disorder ("psychological condition"). The patient was treated with surgery (abdominal hysterectomy laparoscopic, salpingo oophorectomy and cystoscopy and mass removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation, device expulsion, fallopian tube perforation, back pain, uterine pain, dysmenorrhoea, pelvic discomfort, abdominal pain upper, eczema, migraine, nausea, mass, vitiligo, cystitis, urinary tract infection, vaginal infection and mental disorder outcome was unknown, the pelvic pain was resolving and the last episode of dermatitis allergic and skin exfoliation had resolved. The reporter considered abdominal pain upper, back pain, cystitis, device breakage, device expulsion, dysmenorrhoea, eczema, fallopian tube perforation, mass, mental disorder, migraine, nausea, pelvic discomfort, pelvic pain, skin exfoliation, urinary tract infection, uterine pain, uterine perforation, vaginal infection, vitiligo, the first episode of dermatitis allergic and the second episode of dermatitis allergic to be related to essure. The reporter commented: date(s) of insertion discrepancy : (B)(6) 2008 and (B)(6) 2008. Essure removal date provided in pif: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2021: pfs received- new event expulsion of essure device, fallopian tube perforation, vitiligo, bladder infection, urinary tract infection, vaginal infection and psychological condition were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('possible broken/ device breakage'), uterine perforation ('perforation/malposition of essure device location of device: migrated and one looks crooked and possible broken') and pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pill. On (B)(6) 2008, the patient had essure inserted. In april 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), uterine pain ("uterus pain") and abdominal pain upper ("stomach pain"). In (B)(6) 2008, the patient experienced rash ("allergic or hypersensitivity reaction type: rashes on body/breakout on neck, legs and stomach"). In 2019, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic discomfort ("pelvic discomfort"), eczema ("rashes or skin conditions type: eczema"), migraine ("migraines / headaches"), nausea ("nausea"), mass ("tumor / teratoma / cancer type: 15cm mass"), dermatitis allergic ("allergic or hypersensitivity reaction type: rashes on body/breakout on neck, legs and stomach") and skin exfoliation ("skin peeling"). The patient was treated with surgery (abdominal hysterectomy laparoscopic, salpingo oophorectomy and cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation, back pain, uterine pain, dysmenorrhoea, pelvic discomfort, abdominal pain upper, eczema, migraine, nausea and mass outcome was unknown, the pelvic pain was resolving and the rash, dermatitis allergic and skin exfoliation had resolved. The reporter considered abdominal pain upper, back pain, dermatitis allergic, device breakage, dysmenorrhoea, eczema, mass, migraine, nausea, pelvic discomfort, pelvic pain, rash, skin exfoliation, uterine pain and uterine perforation to be related to essure. The reporter commented: date(s) of insertion discrepancy: (B)(6) 2008 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure in 2008: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: pfs received. Case became incident. Reporter information, historical drug, lab data added. Event of injury updated to device breakage. Additional events: allergic or hypersensitivity reaction type: rashes on body,perforation/ malposition of essure device location of device: migrated and one looks crooked and possible broken, rashes or skin conditions type: eczema, migraines / headaches, nausea, dysmenorrhea (cramping), tumor / teratoma / cancer type: 15cm mass, chronic pelvic pain, stomach pain, back pain, uterus pain, skin peeling added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.